Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was impacted 465 mg/dl with high traces of diabetic ketoacidosis present. The customer took a manual injection and correction bolus to stabilize blood glucose level. The customer was advised by health care provider to consume water. It was indicated by the contact that the infusion set and cartridge were changed prior to contacting tandem technical support. A system check was performed and the cartridge was found to be the cause of the alarm. The contact indicated that the cartridge and infusion set would be changed out.